Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report #2916596-2017-01992. This report is being submitted as additional information. Manufacturer's investigation conclusion: no device-related issues were identified through the evaluation of heartmate ii lvas, serial number (B)(4), and a correlation to the reported event could not conclusively be established through this evaluation. The pump was returned assembled with the driveline was cut approximately 2¿ from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump's inlet port. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow elbow) was returned detached from the pump¿s outlet port. Additionally, the sealed outflow graft and bend relief were detached from the outflow elbow. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of adhered or developed depositions or thrombus formations. Continuity testing was performed on the returned portion of the driveline and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. Examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The drive line was submerged in a saline bath for hi-pot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the drive line wires. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for possible pump thrombosis. The patient¿s lactate dehydrogenase (ldh) was 808 u/l on admission despite therapeutic inr. Patient¿s baseline ldh was in the upper 200's u/l. CT angiography confirmed thrombus in the outflow cannula of the device with moderate obstruction. The patient was anticoagulated with bivalirudin infusion without significant reduction in ldh. Pump was exchanged on (B)(6) 2017. No additional information was provided. Additional information: the patient was taking full dose aspirin at the time of the event. The was no obvious increased power consumption on vad interrogation and no remarkable trending was noted within the pump parameters during log file analysis by the manufacturer's technical services. Computed tomography angiography (cta) on (B)(6) 2019 revealed a short segment of thrombosed abdominal aortic dissection.